Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. And a vegetation was seen on the lead during a transesophageal echocardiography (tee). The patient was treated with antibiotics. There were no additional adverse patient effects reported. This rv lead was explanted.